Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019, resolving the issue by restoring effective stimulation.